Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Current draws are within specifications. A "battery life" issue was not duplicated during investigation. Removed pump case. Evidence of additional moisture contamination inside pump, on ir rx/tx and transceiver board. Checklist steps 4 (download) and 12 fails due to internal moisture contamination. Unable to adequately investigate "battery life" complaint due to inability to complete "download".